Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein an ipg was added. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the ipg will be replaced due to the patient no longer wanting to charge their battery because they are older and see it as an inconvenience.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg explant procedure for an unknown reason.